Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident. A technical support specialist (tss) confirmed that the user was unable to provide access to the stations as user were only available on another computer. After multiple attempts, no repair actions could be performed. The tss agreed to follow up once remote access to the stations was available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, error message as unload & deleted controlled medication on few stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.